Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve in a patient with a perimeter of 80 mm and left ventricular outflow tract of 79 mm, the valve was released at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Upon release of the valve, the valve migrated into the left ventricle at a depth greater than 13 mm. Moderate paravalvular leak (pvl) was noted. Subsequently, a snare was used to move the valve upward into the annulus; however, the force caused it to completely move into the aorta. Per the physician, the dislodgement was due to both under-sizing of the valve and patient anatomical factors. A new 34 mm valve was successfully implanted in the patient and the pvl resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012146915); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.